Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on (B)(6) 2007. According to the complainant, the patient experienced a recurrence of incontinence, urinary problems, chronic infection, pain, and dyspareunia post procedure. The exact nature and date of onset for each symptom are unknown. All other information is unknown. Attempts to obtain additional information have been unsuccessful.